Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Functional testing found the device would not power on with the original battery pack but did power on and function normally in both modes when connected to a lab battery pack. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. The batteries were installed in the correct orientation inside the pack. There did not appear to be damage to the wiring of the pack. No other damage was found. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to manufacturing process. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign: finland.

Event description:
It was reported that before the surgery, the device with batteries didn't start or work at all. They even tried to change batteries, but it didn't make a change. The machine was mute. There was no patient involvement. The customer kept salt bag on the official rack, 1.5m from the pulsavac. During device evaluation, it was discovered that the visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. Due diligence is complete, no additional information is available.